Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. Investigation results as follows: during the DHR review, no similar complaints found for this device. During the visual inspection, there was no physical damage found to the device. The archive data was reviewed and found multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) on 02/27/2016, confirming the reported complaint. The functional test was performed due to the ua 7 upon powering on the device. During further investigation found the load cell 2 to be defective and required replacing. The part was replaced which remedied the reported problem. After replacing the load cell 2, the system passed load cell characterization check, run-in test and final test.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. There was no patient involved with this event. No additional information was provided.